Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient.

Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed; however the cause is unknown. Per visual evaluation, no visual defects were observed along the catheter. Per functional evaluation the balloon was inflated with 13cc of air using a syringe and it deflated. After that the catheter balloon was inflated with a 10ml mixture of tap water and blue methylene using a syringe and it deflated due to a pin-hole. The sample was observed under 10 x magnification and no embedded particles were found on the balloon area. Per dimensional evaluation, the catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use"

Event description:
It was reported that the catheter fell out of the patient.